Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness withing spec) and observed missing shell assessed as inclusive. Additional observations: ¿no other observation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced with a non-allergan device.